Manufacturer narrative:
Reported event: an event regarding revision due to malposition involving an unknown trident shell was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right hip was revised due to pain and instability. The shell was reported to be in a retroverted position, and the stem was sitting proud in the femur. The stem, ceramic head, and poly liner were revised to stryker devices. The 50mm trident hemispherical shell was not revised (surgeon did not report why the shell was not revised).